Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that his batteries and insulin were down, so he tried to rewind but it would not allow him to rewind. Customer's current blood glucose was 260 mg/dl at the time of the incident. Customer stated that the pump said low battery and low insulin. Customer stated that he was changing the battery and reservoir when the pump shut off on its own. Customer stated that he was in florida and there was 80% humidity. Customer was using an (B)(6) battery. Customer stated that the battery cap has a spot where one of the metals is touching that has been scratched or used. Customer will be sent a replacement battery cap.